Manufacturer narrative:
The device was tested onsite by the customer for functionality and no issues were found. The device was confirmed to be put back into service.

Event description:
It was reported that a paramedic was injured when removing the cot from the ambulance while a patient was on the cot. The patient was not injured. It was reported that the paramedic received a back injury. Further information was not provided.

Event description:
It was reported that that a paramedic was injured when removing the cot from the ambulance while a patient was on the cot. The patient was not injured. It was reported that the paramedic received a back injury. Further information was not provided.